Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of a button error on the insulin pump. The customer's blood glucose reading was unknown. The customer's mother stated that her son's pump is not acting right. The mother stated that the pump kept flashing button error. The mother stated that they took out the battery and the pump still alarmed button error. The mother will have her son call back to troubleshoot.